Event description:
It was reported that during the right ventricular (rv) lead implant procedure, damage of the tip occurred appeared to be bent and/or broken with no device involved. It was also reported that measurements of the the rv lead pacing threshold was high. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and with the is-1 connector pin bent.

Event description:
The right ventricular (rv) lead exhibited damage of the pin, the pin of the lead seems to be bent and/or broken.